Manufacturer narrative:
Additional product code: lxh. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded by the facility. Manufacturing location: (B)(4). Manufacturing date: september 03, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a transforaminal posterior atraumatic lumbar spacer system (t-pal) trial spacer and a t-pal spacer applicator inner shaft broke during a l4-s1 transforaminal lumbar interbody fusion (tlif) procedure on (B)(6) 2016. The very distal end, rounded piece of the inserter shaft broke off inside the t-pal spacer applicator handle (applicator knob) while being impacted during implantation. The same piece broke on the trial inserter. That is the only spot it broke, and it was only a one piece breakage. The t-pal spacer applicator handle became stripped with the threads still attached, and it appeared dull. The applicator knob then wasn't able to thread on. All fragments were easily retrieved. Nothing was left behind in the patient. There was no reported surgical delay. The procedure was successfully completed with no patient harm. This is report 2 of 2 for (B)(4).